Manufacturer narrative:
The operator contacted a siemens customer care center (ccc) specialist. The operator stated that the box holding the reagent probe cleaner fell off. The operator found that the box was glued together. A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse found that the bulk fluid holder for the probe cleaner was damaged. The cse ran service tests, all of which were acceptable. During a follow-up visit, the cse replaced the bulk fluid holder. The cse primed the bulk fluids and ran a quick check, which passed. The cause of the reagent probe cleaner box falling and splashing the operator is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of a dimension vista 1500 instrument reported that the reagent probe cleaner box had fallen and she was splashed with reagent probe cleaner, which contains sodium hydroxide. The splashed fluid had reached up to her waist. The operator cleaned herself using the appropriate personal protective equipment. There are no reports of medical intervention or adverse health consequences due to being splashed with the reagent probe cleaner.